Event description:
It was reported to vyaire medical that the bellavista1000 us had recurring tf 401(inspiration valve or device leaky) alarm. Unknown patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. However, vyaire tech support advised to perform an insp block/valve test and send in the device logs for review. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Most likely the leak could be due to an o2 cell not seated properly, for example. After performing the inspiration block tightness test, tne issue resolved.